Event description:
Per the info provided to co by the physician, via co's international representative, the device was removed due to "leakage". As reported to co, the entire device was removed and replaced with another model device, produced by the same MFR.

Manufacturer narrative:
Qa was unable to confirm a leak in the resipump. However, during microscopic examination, markings indicating a tubing tear were noted in the tubing adjacent to and encompassing the junction between the exhaust tubing and the strain relief of the non-serialized outlet. This was confirmed to be a site of leakage. A second leakage site was noted in the cylinder bladder, but due to markings indicating instrument contact it was most likely not caused by stress. The two cylinders were rec'd detached from the resipump. Examination of the cross-sectional surfaces at the points of detachment reveals markings characteristic of contact with a sharp instrument indicating that the damage most likely occurred at the time of explant. Due to the nature of the observed damage, spontaneous fluid loss would have occurred shortly after implant and before the time of this complaint. Based on the rec'd info the qa's examination, qa concluded that while in-vivo the exhaust tubings were overlapped and/or twisted and were abrading against each other. Additionally, qa concludes the abrasion most likely contributed to the tubing tear between the pump's non-serialized outlet and cylinder (2) at the overlap site. This tear would cause the device to leak thus rendering it inoperable.